Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated on investigation. The cartridge cap was found to be undamaged. The insulin cartridge compartment was found to be cracked during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the cartridge cap¿s threads were damaged. It was reported this issue prohibited the cartridge cap from being secured to the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.